Manufacturer narrative:
The lifter was inspected by an arjo representative and found to be in poor condition, with major scratches and paint chipping and peeling. Both braked rear castors were found broken, and the load cell cover on the top of the jib was severely cracked; half of the part was missing. The sling was no longer available for investigation. The lifter operating and product care instructions clearly state that the clips shall be checked to ensure proper attachment prior to lifting, and as the patient's weight is gradually taken up. The manufacturer concludes the event most likely occurred due to user error. The equipment had not been maintained and evaluated prior to use, as indicated in the opi, and the care personnel does not appear to have been sufficiently trained in accordance with the opi prior to the incident. The manufacturer recommends applicable personnel be retrained according to the opi for the lifter, and the instructions for use of the sling. Complaint trending will be monitored.

Event description:
The facility reports while lifting the resident from a wheelchair to her bed, the right side clip of the sling unsnapped, and the resident fell to the floor. The sling was immediately inspected by the nursing coordinator, who determined it was safe, then used the same sling to get the resident off the floor. The resident was then taken to the emergency room for treatment and was admitted overnight. The resident sustained a 2cm laceration to the back of her head, and a 30cm laceration to the right leg. The head wound required three stitches to close; the leg wound required 23 stitches to close.